Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the smart device and transmitter. Patient experienced a loss of connection patient re-paired transmitter on (B)(6) after disconnecting transmitter from the (B)(6) and the connection was successful. No additional patient or event information is available.